Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the housing of operating handle and adjustment ring were crystallized, a green screen on the image, the universal cord was not good, component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord was not good, causing a green screen on the image. The most probable cause of the complaint "the image became blurred, indistinct or noisy" was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the videoscope was blurred, indistinct, or noisy during reprocessing. There were no reports of patient involvement.